Event description:
The incident was last year on a very deep and very narrow cavity wound and had broken on removal so had to use forceps to remove the remainder of the dressing, the patient was being seen by the district nurses. Facility do not want to make a formal complaint about the dressing and feels the additional product training will be sufficient to ensure the product is used appropriately and to prevent this from occurring again.